Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during an operation in which the surgeon planned to use headless compression screws (hcs) 22mm 3.0mm on a scaphiod nonunion, the drill was broken in situ while drilling. The surgeon mentioned that the non united bone was particularly hard which may have led to the drill breakage. An extra incision was required to remove the 1.1mm guide wire which was left in the bone when the drill broke. The procedure was delayed by 30 minutes as a result, and completed successfully. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.